Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the log files. The log files spanned approximately 1 day ((B)(6) 2021 from 06:23 to 11:03, and (B)(6) 2021 per the timestamp). A backup battery fault activated on (B)(6) 2021 at 06:44 due to an issue with the load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. Prior to the failed load test, the controller passed multiple load tests without issue. The alarm continued for remainder of the log file. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 30jan2019 in customer order. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿equipment storage and care¿ and heartmate iii patient handbook section-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had backup battery fault alarms on their system controller. The patient was transitioned from their primary system controller to their backup controller but returned within 10 minutes of discharge with low flow alarms at 2.2-2.4 lpm. This was determined to be due to the patient not being put on a 2.0 system controller for known low flows. The patient was returned to their primary system controller and the backup battery faults did not reoccur. On (B)(6) 2021, the patient received new primary and backup 2.0 system controllers.